Manufacturer narrative:
Testing was performed at alere scarborough on retained kit lots 096294 and 095424 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lots 096294 and 095424 were reviewed. These lots met the required release specifications. A review of the complaints reported false positive or unconfirmed (B)(6) related to lot number 096294 showed that the complaint rate is (B)(4). A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 095424 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a (B)(6) result with the alere determine hiv 1/2 ag/ab combo using a plasma sample from a female in active labor. Alere determine hiv 1/2 ag/ab combo was repeated 3 times (1 test on (B)(6) and 2 tests on (B)(6) ). The patient was found to be (B)(6) by an (B)(6) at (B)(6).